Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a corneal abrasion still present six days post photo refractive keratectomy (prk) in the left eye. The patient was unable to tolerate the bandage contact lens so it was removed and patching was started. The patient complained of irritation and blurred vision. The patient is scheduled to return for follow up.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the device is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).